Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hartman¿s reversal procedure that the device would not fire. After attempting to fire the surgeon realized the screen was not illuminated. Surgeon opened a second device and inserted the battery from the second device, but the screen still did not illuminate. Surgeon stated that it was very difficult to load the battery in to the first device. First device was then removed, and the second device and second battery were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/21/2021. D4: batch # u5dl74. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and no anvil. The left battery contact appeared to be damaged when viewing through the battery port. A forward battery was installed but the device would not power up. The shroud was removed, and the damaged left battery contact was confirmed. The battery contact was bent back into shape and a forward battery installed after which the device fired normally. No conclusion could be reached as to what may have caused the failure of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.